Manufacturer narrative:
Should have been (B)(6) 2013 rather than (B)(6) 2013.

Event description:
It was reported that the patient has deceased. There was no allegation from a healthcare professional to suggest that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.